Event description:
Pt to receive chemotherapy (5fu 3010mg) per right subclavian hohn catheter. The chemo was connected to the sabratak pump, the rate was set at 1 ml/hr and verified by 2 rn's and the infusion was started at 1340. The length of the chemo administration was to be 7 days. The pt returned to the clinic at 0930. It was noted that the chemo bag, that remained connected to the central line and infusion pump, was empty. The pt reported that the pump started beeping that morning, they turned it off and then came to the clinic as scheduled. The pump was turned on by the nursing staff and the rate that appeared on the screen was 125 ml/hr. The pt reported having nausea but no vomiting, diarrhea or mouth soreness. Pt was evaluated by the medical staff and pharmacist and instructed potential side effects. Leukine 500mcg sq was started qd x 14 days.